Event description:
Event occurred regarding a plum 360 infuser compatible with ICU medical mednet software where it was reported as a datix incident. The report states that an infusion was set for 1 hour at 111 ml/hr with a volume of 111 ml. However, at the end of the infusion, 37 ml remained in the bag, and an additional 21 minutes was required to complete it. The status of the pump at the time of the event was during infusion. There was patient involved but no patient harm. The event logs don't show the user-set values or the vtbi details. It was stated that there was no physical impact to the device.

Manufacturer narrative:
The device has been received for evaluation. The investigation is pending completion.